Manufacturer narrative:
Additional/updated information was added to reflect the seat frame being returned to the manufacturer for evaluation, and subsequent testing verified the complaint. However, the underlying cause could not be determined. Per the initial evaluation, the right side seat rail had broken at the second mounting hole from the rear. An expanded evaluation was performed. The expanded evaluation report confirmed that the right seat rail portion of the seat frame was broken, with the break having occurred just in front of the location of the rear seat tab weld. The break went all the way through the tubing. Surrounding the break, there was a raised, contoured surface that was missing the black paint coating, indicating there may have been an attempt to weld the break back together. Additionally, on the left seat rail, one of the holes for the threaded inserts that attach the seat upholstery to the seat frame had a broken threaded insert stuck inside of it.

Event description:
The dealer states that the patient noticed that the seat frame was broken where the upholstery attaches to the seat frame on the right side.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer states that the patient noticed that the seat frame was broken where the upholstery attaches to the seat frame on the right side.